Manufacturer narrative:
Approximate age of device ¿ 1 year and 8 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2018, a slow reduction of estimated pump flow was observed, confirmed via the system controller log files reviewed by the manufacturer's technical services representative. The patient was stable with low dose catecholamines. The patient¿s lactate dehydrogenase level was in normal range. A CT scan was performed. On (B)(6) 2018, a stent was placed on the outflow graft. After the procedure, the pump flow was as before the event. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. The patient remains ongoing on lvad support. Evaluation of the submitted images appeared to show a kink in the outflow graft bend relief near the outflow graft attachment. A specific cause for this kinking and the duration that the kink was present could not be conclusively determined through the evaluation of the images. Although a specific cause for the kink in the sealed outflow graft could not conclusively be determined through this evaluation, it appeared to have contributed to the low flow events and decrease in calculated flow that were observed in the submitted log files. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event. Abbott has decided to initiate a voluntary field action for all lot numbers of heartmate iii distributed since september 2014. Internal investigation performed by abbott has determined there is a potential for an outflow graft occlusion due to twisting. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification determined that bend relief rotation is inconsistently translated to the outflow graft hardware. A risk/benefit analysis was performed and it was determined that despite the potential for an outflow graft occlusion due to twisting, the associated residual risks are low and are considered acceptable. As a corrective action, consignees have been notified of the potential occlusion due to twisting. Additionally, abbott will continue to trend complaints related to this event based on original event description and/or results of product evaluation.